Event description:
"A patient developed complete heart block during electroconvulsive therapy, which required emergent implantation of a permanent pacemaker." As a mandated reporter I am submitting this on behalf of the treating psychiatrist who should have submitted it as a mandated reporter. A patient developed complete heart block during electroconvulsive therapy, which required emergent implantation of a permanent pacemaker. Aystolic blood pressure, which was taken every minute, remained elevated above 200 mm hg with end-tidal co2 above 40 mm hg. Developed into severe bradycardia in the 20¿30 beats per minute range. Additional work-up revealed normal electrolytes and troponin, whereas 12-lead electrocardiogram showed new right bundle branch block along with previously detected left fascicular block. Two additional ecgs were obtained 1 hour apart and were unchanged. Transthoracic echocardiogram revealed normal structure and left ventricular ejection fraction. Continued to have transient episodes of rhythm changes with severe bradycardia despite stable preprocedural electrocardiogram and addition of 0.2 mg of intravenous glycopyrrolate as part of his induction medication regimen. On the fifth treatment since the initial cardiac event described previously, he developed persistent third-degree heart block postictal with heart rate in the mid¿20 beats per minute. Laboratory results were obtained, revealing normal electrolytes with magnesium of 1.7 and lactic acid of 2.9. Cardiac electrophysiology emergently evaluated him and proceeded with immediate implantation of a dual-chamber permanent pacemaker.